Event description:
Boston scientific received information that this right atrial (ra) lead was observed to have dislodged following a non-device related surgical procedure. A revision procedure was performed. This lead was explanted and a new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.